Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged the generation of discrepant results for 6 patient samples when using the cobas sars-cov-2 qualitative assay for use on the cobas 6800/8800 systems compared to retest results. In the initial run of 94 samples, 6 samples generated positive results on either target 1 or target 2. Retest of an aliquot of the same samples generated negative results on both targets. The negative results were reported out. No harm was alleged. The alleged samples were stool samples in pbs buffer. The method sheets of the cobas sars-cov-2 qualitative assay for use on the cobas 6800/8800 systems indicate: this test is intended to be used for the detection of sars-cov-2 rna in nasal, nasopharyngeal and oropharyngeal swab samples collected in a copan utm-rt system (utm-rt) or bd universal viral transport system (uvt) and nasal swab samples collected in cobas pcr media and 0.9% physiological saline. Testing of other sample types with cobas sars-cov-2 may result in inaccurate results. Investigation of the reagent kit lot did not identify any issue.

Manufacturer narrative:
Investigation of the reagent kit lot did not identify any issue. As the alleged samples were stool samples in pbs buffer, which were not mentioned in the product¿s method sheet. As indicated in the product method sheet, testing of other sample types with cobas® sars-cov-2 may result in inaccurate results. One batch MDR for the allegation will be filed as the result discrepancy observed were samples from one specific run batch with sample types not indicated in the product's method sheets. (B)(4)

Manufacturer narrative:
An investigation on the reagent kit lot did not identify and product problem. The alleged sample was testing stool samples, this test is intended to be used for the detection of sars-cov-2 rna in nasal, nasopharyngeal and oropharyngeal swab samples collected in a copan utm-rt system (utm-rt) or bd¿ universal viral transport system (uvt) and nasal swab samples collected in cobas® pcr media and 0.9% physiological saline. Testing of other sample types with cobas® sars-cov-2 may result in inaccurate results. A review of the data revealed late CT values indicative of a sample near the limit of detection (lod). Lod samples are expected to waiver between positive and negative upon repeat. (B)(4).